Manufacturer narrative:
The used guidewire has been returned and has been forwarded to our supplier for their device analysis. Upon obtaining the results of their investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
As reported on end user medwatch, "pt was a stemi, arrived in cath lab for stenting. A 100 percent occluded rca. Doctor acquired access to artery system by right femoral artery. The artery had a perforation from the wire above the right femoral artery sheath. This required blood transfusion, stent of iliac artery, intubation for pain, no movement of pt."